Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted: (B)(6) 2015. Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was prophetically explanted, returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.